Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
It was reported that during central processing, it was observed that the prograsp forceps instrument/s distal working end of instrument has scratches/dents in the metal. There was no report of patient involvement/ no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm prograsp forceps instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have multiple indentations/burrs at both the base and tip of the grip tips. The grips were found to be severely bent. Component adjacent to the indented grip tips did not show damage which may indicate potential mishandling/misuse.